Event description:
It was reported that pump experienced malfunction with displayed malfunction code, but no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer loaded new cartridge to resume insulin delivery, was advised to continue using pump and to call back if malfunction returned, and no additional information was received regarding any further outcome.